Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was in the 30s; cause of low bg was unknown. Customer declined troubleshooting with tandem technical support and no further information was obtained.